Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the scs system was auto reducing and programming was unable to resolve the issue. Patient also had multiple falls and have high impedances in most contacts. As such surgical intervention is planned to address the issue at a later date.

Event description:
Additional information received indicated following the ipg replacement effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.